Event description:
It was reported by a healthcare professional in colombia that during an orthopedic procedure on (B)(6) 2022, it was observed that the tube was separated from the handle on the gryphon slotted sawtooth guide device. During in-house engineering evaluation, it was determined that the device had been heavily used as striations on the metal surface of the handle distal from the shaft connection point and the edges were bent. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the device, it was observed that the handle and the shaft of the device had been separated. Also. The laser markings appear faded, the device had been heavily used as striations on the metal surface of the handle distal from the shaft connection point and the edges were bent. The visual inspection also revealed small indentations on the shaft slot nearest to the connection point to the handle. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the visual inspection result, this complaint can be confirmed. Since this device is reusable, the broken weld failure could be due to the device being dropped/ mishandled on hard surface causing the weld to fail. As per IFU, the precautions for this type of device consist of to inspect the condition of the device prior to use. This device can damage and worn; therefore when this occurs it need to replace. For the instrument life, it is necessary to follow the instructions and warnings of any cleaning and disinfection agents and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.